Event description:
It was reported that on (B)(6) 2025 at 10:24:44, 10:44:54, 10:45:03, the no external power alarm activated while connected to the mobile power unit. The alarm cleared on its own shortly after power was restored each time. The emergency backup battery was able to provide power to the system controller during these events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 7 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). On (B)(6) 2025 at 10:24:44, 10:44:54, and 10:45:03, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages dropping to 0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The emergency backup battery was able to provide power to the system controller during these events. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.